Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to: an aortic neck diameter of greater than 32 mm, and an angulation greater than 60 degrees (near 90 degrees). Cautionary product use conditions that might have contributed to this event included: chronic renal disease and the inability to tolerate contrasted surveillance, which might have resulted in a delay in diagnosis; and, the moderate/severe calcifications at the bifurcation and bilateral iliac arteries. Device longevity and/or unresolved endo-tension might have contributed to this event in the form of disease progression and/or aortic remodeling. This patient's use of antiplatelet therapy might have contributed to this event due to the persistent status of the type ii endoleak. One month post implant, there was substantiated evidence of suprarenal crown struts moving away from the stent body, which might have represented a stent graft fracture. There might also have been evidence of a type ia and/or type ii (renal artery) endoleak at that level; this might have indicated partial coverage of the left renal ostium. A type ii endoleak from the right lumbar artery was substantiated. Eight months post implant, there was substantiated evidence of progressive repositioning of the suprarenal crown away from body of the stent; some struts were observed to be embedded in the aortic wall. The possible ia or ii endoleak was still present along with an increased presence of the right sided type ii endoleak. The left iliac artery had become more dilated, but there was no communication of contrast into the aortic sac. Nine months post implant, the first subsequent procedure was substantiated. An attempt to coil the right hypogastric branch was unsuccessful. At this time, there did not appear to be a type iiib endoleak, however, persistent blushing was seen near the left renal artery. Thirty months post implant, there was substantiated evidence of: a type ii endoleak from the right hypogastric branch; a type iii b endoleak near the inferior margin of the aortic cuff; and, a complication of a progressive left iliac artery aneurysm. The type ib endoleak from the left iliac could not be substantiated, as contrast could not be traced into the aortic sac from this area. The second subsequent event was substantiated which included: a right hypogastric branch coiling, a competitor's left limb extension, and a main body stent relining for a persistent endoleak post coiling. The crown separation and embedment was recognized and substantiated, but the possible type ia and/or ii endoleak observed on prior images was not observed on the final angiogram, and was not treated. The patient was discharged home on the first post operative day. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical assessment, a root cause for the reported endoleak may have been the result of a type ii endoleak at the right hypogastric vessel branch but there was also evidence of a type iiib endoleak.

Event description:
It was reported that approximately 30 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented symptomatic with abdominal pain. The hospital performed a computed tomography scan which indicated the patient had an endoleak. An angiogram was performed on (B)(6) 2014 and the contrast was showing in the aneurysm sac. The physician elected to correct the endoleak first by coiling off the iliolumbar artery and then by implanting another bifurcated device. An angiogram was performed post procedure and showed no endoleak. The patient was reported to be doing well post procedure.